Event description:
The pt was admitted for a procedure in 2008 with a lesion in the proximal to mid left anterior descending branch. The lesion was de novo, heavily calcified and had 99% stenosis. The vessel was moderately tortuous. A guidewire crossed the lesion, and then pre-dilation was conducted. An intravascular ultrasound (ivus) could not cross the lesion, so it was pre-dilated again. Then a 3.5 x 28 mm cypher stent was delivered, but it could not cross the lesion. Therefore, a rotablator was pushed back and forth to conduct "picking" technique, with excessive force several times. The physician tried to re-deliver the cypher, but it still would not cross. The lesion was then pre-dilated again and ivus was conducted. The physician confirmed that the stent was flared. Eventually, a 3.0 x 33mm cypher stent was implanted at 20 atm without any complications. Ivus was conducted again and confirmed adequate expansion, sufficient stent apposition and sufficient blood flow. There was no pt injury reported and the procedure was finished successfully. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.